Event description:
The field service representative made a request to technical support regarding the level sensor that was listed to him in the parts database. Further review of the parts record revealed the level sensor was mislabeled. The packaging and shipping work both displayed (B) (4), although (B) (4) was stamped on the probe of the level sensor. No issue was reported with the actual function of the level sensor. This report is being submitted due to the mislabeling of the level sensor. There was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.